Event description:
It was reported the pt never received stimulation in her back. As a result, both percutaneous leads were explanted and replaced. Stimulation was regained post-op. The lead were kept by the explant facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.